Event description:
It was reported that the patient had an advance sling implanted in 2011. Following the implant, the patient had incontinence that was worse than baseline and another continence device was implanted.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.